Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. The complaint of blood in the catheter and difficulty aspirating was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an attached needleless injection cap. Blood residue was abundant throughout the interior of the catheter tubing. A small bulge was observed between the 38cm and 39 cm depth markings. A small longitudinal split was observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed a spraying leak emanating from the site of the aforementioned split. The catheter was fully occluded by blood products distal to the split. Tactile inspection of the sample revealed that the blood residue engorging the catheter was dry and brittle. Slight tensile weakness was observed in the vicinity of the split. Following longitudinal bisection of the catheter in the vicinity of the split, microscopic inspection of the inside surface revealed longitudinally aligned scoring marks. The edges of the split appeared to flare outward slightly. Both the blood infiltration and the aspiration difficulty appeared to have been the result of a split in the catheter. The features observed on the inside surface of the catheter indicated that the split was caused by the stiffening stylet piercing the catheter wall. It appeared that the stylet was partially withdrawn and then an attempt was made to reinsert the stylet, causing it to pierce the catheter.

Event description:
On (B)(6) 2015 - unable to aspirate line. Line would never aspirate even after four hours of cath flow. Blood appears to be filled within the catheter. On (B)(6) 2015 as per nurse that removed the groshong this line was flushed prior to removal, flushing went well with no resistance felt by clinician. When she removed the catheter she could see that the line was once again filled with blood, she thinks that there was bleed back even though the blood never made it to the catheter's hub and never leaked from the hub. She described it as blood reflux going back to the catheter.